Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is corrosion on coupler stopper. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the offset lens was due to the corrosion on the coupler stopper. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up, prior to the operation, the camera head had "offset lens". The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up, prior to the operation, the camera head had "offset lens". The intended procedure was completed using a similar device. There were no reports of patient harm.